Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation, the pump was found to have stuck keys on the keyboard, which resulted in the error code 40. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 40. They stated that this resulted in a delay in their feeding of about 4 hours. They stated that the patient does not have any other feeding methods available. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).